Manufacturer narrative:
The cochlear implant was evaluated on april 16, 2019, using the integrity test system. The results are consistent with a device malfunction. This report is filed on june 13, 2019.

Manufacturer narrative:
The device was explanted as the recipient experienced intermittent connection on the implant following a reported fall. Dents were observed on the stimulator body consistent with impact. Analysis revealed an open antenna connection at the feed through, which resulted in the intermittency of communication with the device. This report is filed on august 29, 2019. - attachment: [144317 device analysis report.reg.pdf]

Manufacturer narrative:
This report is submitted on may 8, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced intermittencies with device use. Troubleshooting attempts were made; however this did not resolve the issue and the device was explanted (date not reported). The patient was reimplanted with a new device during the same surgery.